Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws melted together. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. Tissue and char buildup was observed on the jaws. Blood was observed on the handle of the harvesting tool. The silicone insulation was slightly melted at the tip of the cold jaw. Based on the returned condition of the device the reported complaint was confirmed for both the reported failure mode "melted jaws" and analyzed failure mode "heater wire detached" specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws melted together. A replacement device was used to complete the procedure. The hospital did not report any patient effects.